Manufacturer narrative:
The t:slim x2 g5 pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was 562 mg/dl with high ketone level considered dangerous. Bg was addressed with a bolus via the pump. System check with tandem technical support found that the blockage was located in the infusion set tubing. Customer was using fiasp insulin. Tandem technical support educated customer regarding insulin labeling. Infusion set was changed in order to resolve the issue.